Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip could unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. The physician attempted to open and close the device several times. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.